Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100887737, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection, pain, swelling, redness and purulent discharge are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of infection, pain, swelling, redness and purulent discharge are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a swollen scrotum, redness, pain and presence of pus. A revision surgery was performed, during which the physician confirmed scrotal infection and explanted the device. A washout was performed, and the device was replaced with a tactra device. There were no further patient complications.